Event description:
After heart operation first revision, because bleeding from lima-bypass (it's not sure, if clip was on vessel), clearing of pericardia hematoma plus checking; after ICU short time later again bleeding and second revision: clip was come off from venous bypass. Solution: overstitching.

Manufacturer narrative:
Biomedica advised vesocclude ((B)(6)) of the complaint. The incident has been reported to (B)(6). Root cause analysis: without access to the instruments and actual clips involved, we can only speculate as to the possible root causes. When a clip comes off a vein there are several common causes: the clip was not completely closed due to inadequate closure force. Necessary and reasonable forces for proper clip closure were established and verified in pro 17-0001 vesocclude ligation sys validation. The clip applier was damaged. Clip appliers are precision instruments and must be properly repaired to function correctly once damaged. They must be periodically inspected and maintained in insure proper adjustment. They must also be handled properly to prevent damage which might affect performance. The 15-lb-00016 vesocclude ligating system IFU is provided with each applier and it covers tip alignment. And we also sent out an awareness pp to all our customers on the importance proper system maintenance which is required for all manual ligation sys in the market. The improper clip size was selected for the vessel to be ligated. The 15-lb-00016 vesocclude ligating sys IFU calls for the physician to select the clip size based on his surgical expertise and the size of the vessel to be ligated. Use of the incorrect clip can result in an unsecured clip placement or inadequate ligation. The provided clip data indicated that med/large clip was also but no indications of a med/large applier in use. Reviewed the provided lot numbers and for these and other lots no complaints like this has been reported to vesocclude from anywhere else in the world since it began to market its prod. Vesocclude's prod are marketed in over 30 countries.